Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during an unspecified procedure, the cutting forceps activated on its own without depressing the activation button. It was reported that the surgeon opened a second device to continue the case and when plugged into the generator a "data transfer error" message was observed. The error message would not clear. It is unknown if the procedure was completed. There was no patient injury reported.